Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the water feedset tube and spike of an mr290v vented autofeed humidification chamber after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for evaluation. It was visually inspected and connected to a waterbag to test for leaks. Results: small drops of water began to build up at the connection between the water feedset tube and spike. Visual inspection revealed that sufficient amount of glue was present around the spike tubing connection; however, the glue had only partly bonded. A lot check revealed one other complaint of this nature for lot number 120608. Conclusion: all chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset are identified during this process. The feedset tube exhibited some leaks from the spike due to partial failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).